Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement (no problem detected).

Event description:
It was reported that this right ventricular lead exhibited intermittent pacing due to dislodgement. The reposition of the lead was performed, however, after testing the lead, it exhibited failure to capture. The lead was explanted and it was replaced with another one. No further adverse effects were reported.